Manufacturer narrative:
H.6. Investigation: bd received a 22 gauge nexiva closed IV catheter system single port unit from an unknown lot for investigation. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed that the needle was completely pulled back through the catheter and has the tip secured within the tip shield. There was no visible damage to the v-clip or retention washer that would inhibit the needle disengagement or decoupling. Next, a functional disengagement test was performed and the two units would not separate. Slight manipulation resulted in the decoupling of the two portions and it was observed that both the area where the clear portion of the adapter sat within the tip shield and inside of the tip shield had traces of cured adhesive. Based off the visual inspection and testing the engineer was able to verify the failure mode. It was determined that this was a manufacturing defect that occurred due to an incorrect placement or excessive amount of adhesive used during the assembly process.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system's safety mechanism was difficult to activate during use once the catheter was placed. The following information was provided by the initial reporter, translated from japanese to english: 'after catheter placement, hcp followed the standard operating procedure for needle retraction but was unable to activate the safety mechanism (the needle might be stuck)."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system's safety mechanism was difficult to activate during use once the catheter was placed. The following information was provided by the initial reporter, translated from (B)(6) to english: 'after catheter placement, hcp followed the standard operating procedure for needle retraction but was unable to activate the safety mechanism (the needle might be stuck)."